Event description:
It was reported, the pt experienced numbness and weakness in the lower extremities while in the post-anesthesia care unit (pacu) the afternoon following the implant. Stimulation was turned off. The pt's systems improved that evening and completely resolved by the following morning. The physician attributed the pt's symptoms to the effects of anesthesia. Follow up info revealed the pt had no further issues to report when seen for her post-operative programming session.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.